Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested to have the telemetry mx40 device speaker checked. The device has found to have no sound and the speaker malfunction inop message was on. The customer indicated that the device was in clinical use when the issue was discovered. There was no patient or user harm reported.